Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that noise appeared on the image due to faulty charge-coupled device (ccd). The cause of the faulty charge-coupled device (ccd) could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that, during an unspecified procedure, the hd autoclavable camera head picture was flickering badly. There were no error messages. The procedure was able to be completed. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to a faulty charged coupled device (ccd). The device evaluation also found a cut on the cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.